Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have an overfill issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have an overfill issue."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have an overfill issue."